Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 475 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient had acute kidney injury, was vomiting, nausea, hyperglycemia, hyperkalemia, and flank pain. The patent stated that there pod fell off therefore the cannula dislodged. The patient went to the emergency room. The patient was treated with fluids and potassium pills.